Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.

Event description:
It was reported that a patient underwent revision surgery approximately 1 month post-operatively to address a migrated unknown rod.

Event description:
It was reported that a patient underwent revision surgery approximately 1 month post-operatively to address a migrated unknown rod.

Manufacturer narrative:
Device location unknown.